Event description:
It was reported that the patient's left supra orbital lead had migrated, affecting their therapy the issue was confirmed via x-ray. As a result, the patient underwent surgical intervention on (B)(6) 2023 during which the lead was repositioned. Effective therapy was established post-operatively. Product investigation was unable to determine which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3189ans, serial: (B)(6), UDI: (B)(4), batch: (B)(6); common device name: octrode lead, model: 3169ans, serial: (B)(6), UDI: (B)(4), batch: (B)(6).